Event description:
A false positive advia centaur xp troponin ultra result was obtained by the customer and questioned by the physician. The positive troponin result did not match the patient's clinical picture. Patient treatment was not given or withheld based on the positive troponin result. A second patient sample was drawn and the advia centaur xp troponin result was negative. The initial patient sample was repeated and the troponin result was negative. There is no known report of adverse health consequences due to the discordant positive advia centaur xp troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection and performed a total service call. It was observed by the fse that the acid pump was dispensing approximately 0.28 ml and the acid pump was replaced, however it is unlikely that the part replaced was a contributing factor as the customer's quality control results were within acceptable ranges at the time of the issue and there were no system error messages. The cause for the discordant positive patient result is unknown. No conclusion can be drawn. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi." The system is performing within specifications.